Event description:
Customer reported his blood glucose reading have been up and down. Customer stated his blood glucose was low that morning and drank apple juice and had candy because he was unconscious. Customer reported he had just arrived from the emergency room. Customer reported experienced high blood glucose of 444 mg/dl, treated with bolus. Customer was hospitalized for high blood glucose of 350 to 400 mg/dl, on (B)(6). Customer then went to the emergency room for low on (B)(6). Customer's wife stated his blood glucose was 169 mg/dl at the time of admission. Customer reported he had low then a high. Customer was told to take off the device when he was hospitalized. Troubleshooting was performed. No delivery alarms were noted in the device. Settings were accurate. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data is provided below: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
444 mg/dl. Bg details: treated with a bolus. Adv there can be many reasons for a high bg and we would like to perfo some t/s to test their equipment. Patient expressed the following symptoms of high bgs: none. Question - has the patient contacted their hcp for high bgs? Response: went to hospital for low bgs... Customer states they have a backup plan. The patient has treated for high bgs. Details of treatment are as follows: gave a bolus over the phone. Patient does feel okay to t/s. Customer states that there was a emergency room visit for their high bgs. Time and date of emergency room visit was: 9am (B)(6) 2014. Bg at time of emergency room visit was: 350-400. Name of the hospital: (B)(6) . Name of individual reporting the incident: (B)(6). Phone number of the reporter or hospital: (B)(6). Description of the complaint: hospital visit due to low bgs, then high bgs... Significant events leading to the emergency room visit: no nothing.. Patient was not in an accident. Cause of emergency room visit as per hcp: low bgs but then got high bg outcome of the emergency room visit: got out today about 15min ago its 4:53pm right now in (B)(6). Question - was the patient wearing the pump at the time of emergency room visit? Response: then told to take it off. Asked how long the customer was off the pump prior to emergency room visit. Found: n/a. Time and date are correct. Customer states basal rates are correct. Customer states bolus wizard settings are correct. Checked alarm history. Found no del alarms. (B)(6) no del. 2:44pm, (B)(6) no del. 10:46am, (B)(6) 10:43am, no del. Agen 10:37am, 10:32am, 10:31am, 8:43am, 6:35am , 3:48am no del. 9:16 (B)(6), 7:54pm no del. (B)(6) 1:42pm, (B)(6) first 1:50am, first no del. Checked bolus history. Found all accurate. Adv the patient to check the insulin vial. Found: clear. Expl the two high bg rule. Adv to change the entire set, reservoir and insulin and treat per hcp' instructions. Expl if insulin has expired, or pump/set/reservoir has been exposed to high temps or direct sunlight, to change set/reservoir and insulin. Adv the customer of the interaction aftercare email. Adv and directed the customer to additional resources available on our website. Customer's outcome pertaining to the complaint: rpl pump per hcp additional notes: when he got the rpl pump sts he's been getting no delivery alarms. Ship: 1 pump / return: 1 pump initial notes: cust sts he was hospitalized because his wife found him unconscious in the morning. Inquired what led up to the complaint. Customer response: see initial notes. Low bg t/s per dop. Patient's bg is doesn't know mg/dl. Patient has treated with food and glucose tablets. Patient has been experiencing low bgs for since the last 2 weeks. . Was at 222 when he had lunch. Bg is at 409. Adv customer to disconnect from the pump. Adv customer to check for protruded, loose, sticking out or flush driv support cap. Customer states: the drive support cap appears normal (recessed). Patient was admitted as an inpatient for medical treatment. Time/date of admission: 9am (B)(6) 2014. Bg value at the time of admission: wife sts 169. The patient was not in a vehicular accident. Patient was admitted to: (B)(6). Phone number of the facility is: (B)(6). The reporting party is: (B)(6). Customer states the significant events leading to the admission were: sts nothing, just woke up unconscious. Customer states the perceived cause of the low bg was: did have something a week ago, and put a new set, and his bg wouldn't go down, and then discovered a lump underneath the skin. Doesn't know. Customer states the most recent set change was today, at about 1:30pm. The patient was disconnected during the rewind/prime sequence. Reviewed priming technique. Found sts he does everything right, notice he said he inserts then fills tubing, but then clarified when asked hi again to make sure and sts he does fill tubing the inserts. Advised to check insulin type. Found: rapid acting. Advised to check insulin concentration. Found: u100. Reviewed programming. Found all correct. Adv to disconnect from set and remove the reservoir from the pump. Adv to check the status screen and then visually inspect the reservoir reservoir is showing the same amount of insulin as shown on the status screen. Reviewed patient's recent events. Found none other than the ball of insulin that formed about a week ago. Customer states the pump was not exposed to an MRI. Details of the exposure are n/a. Adv to avoid exposure to any strong magnetic fields or mris. Adv patient speak with their hcp regarding the low bgs. Item - 'advise to monitor the pump and call back if issues persist' reason not completed - rpl pump, per hcp.. * expl interaction aftercare email. Customer's outcome pertaining to the complaint: rpl pump per hcp ship: 1 pump / return: 1 pump (B)(6) 2014 15:03:41 (B)(6) while transferring call to billing per craig, he hung up.